Event description:
In 2009, stryker biotech received a report that a female pt, who received op-1 putty o in 2007, as part of a revision lumbar decompression and fusion with instrumentation developed a postoperative wound infection. The pt who had been diagnosed with systemic lupus erythematosus, was also reported to be immunocompromised and osteoporotic. Concomitant medications included steroids (nos). The physician reported that the infection was serious, requiring hospitalization, and that an unspecified surgical exploration was performed. The pt was reported to have recovered from the event. The physician state that he did not believe the event were related to the use of the op-1 putty. Additional information will be requested.